Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a vibratory alert from the implantable cardioverter defibrillator in (B)(6) of 2020 and presented to the hospital for a follow up. Upon examination, the device was found with the elective replacement indicator and the patient was scheduled for a device replacement procedure. On (B)(6) 2020, the device was interrogated prior to procedure and a battery performance alert was detected on (B)(6). The physician noted that the device exhibited premature battery depletion. The device was successfully replaced. The patient was in stable condition following the procedure.

Manufacturer narrative:
Premature depletion was not confirmed by analysis. The device was received with battery voltage above elective replacement indication. The monthly fuel gauge trend was reviewed, and the current trend appeared normal. However, an abnormal transient battery drop was observed. The voltage drop was consistent with li deposit in the battery. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.